Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/11/2017 with the following findings: the display screen was found to be scratched. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was scratched. This report is made based on results of investigation completed on 01/11/2017.